Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. A cut was evident through the outer insulation material at 9 and 10 cm distally.

Event description:
It was reported that during the implant procedure, the sheath did not split as designed and was nicked while cutting away the sheath. The device was not implanted. No patient complications have been reported as a result of this event.